Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter got stuck in the lesion. The target lesion was located in the right atrium (chiari system). A 6f polaris x¿ was selected for use. During the procedure, it was noted that the device was stuck in the right atrium. The catheter was able to be removed. No patient complications reported.